Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with hysterectomy, cystoscopy and right salpingo-oophorectomy; due to dysmenorrhea, pelvic pain, endometriosis, stress urinary incontinence, dyspareunia, cervical dysplasia and right ovarian cyst. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure, urinary problems, dyspareunia, and recurrence. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh, ams sparc, bard align, boston scientific obtryx and coloplast aris were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic vaginal hysterectomy and right salpingo-oophorectomy on (B)(6) 2009.